Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed and verified the loose air detector. The air detector was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air sensor was unattached and falling off. This event occurred during testing. There was no patient involvement or harm.